Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar revision fusion procedure on (B)(6) 2018, a matrix polyaxial screw would not lock down properly. Surgeon removed the screw and noted it was defective. Another screw was readily available and was used to complete the procedure successfully. This report is for one (1) 7.0mm matrix polyaxial screw. This is report 1 of 1 for (B)(4).